Event description:
The customer was hospitalized for high blood glucose and dka. It was also reported that the customer did not give a bolus for correction: customer's mother did not relaize this and took customer to hospital for high blood glucose.